Event description:
The customer alleged they received a questionable creatinine jaffé gen.2 (crej) result for one patient on their c701 analyzer. The patient's initial crej result was 1.86 mg/dl. The customer carried out repeat testing several times the next day with results that were approximately 0.56 mg/dl to 0.60 mg/dl. The customer refused to provide information on whether any results were reported outside the laboratory. The customer refused to provide information on whether the patient was adversely affected. The crej reagent lot number was 688617-01 and the expiration date was 06/29/2015. The field service representative checked the instrument maintenance, sample probe needle status, and the washing unit. A root cause could not be determined with the information provided by the customer.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in the event was requested but not provided.